Event description:
The customer reported being hospitalized due to high blood glucose of 345 mg/dl and she was treated with manual injections. The customer was experiencing nausea and has pain. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several no delivery alarms. Checked the bolus history and everything was delivered. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised to change the infusion set and reservoir every two to three days. The customer mentioned that she was experiencing high glucose for several days. The caller stated that she does not remove the reservoir from the insulin pump during the rewind process. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.